Event description:
It was reported that during a clinic visit, this pacemaker was discovered to be in safety mode. It was noted the patient was symptomatic with the safety mode parameters. An emergent replacement procedure was performed. This device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.